Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter using accu-chek inform system (inform meter, accu-chek comfort curve test strips lot# 549618, exp date # 04/30/2008.). Reporter stated blood glucose done on pt with a result of 458 mg/dl on meter. Reporter states ordered stat lab test which was collected less than 10 mins later with a blood glucose result of 218 mg/dl. No adverse event reported. Reporter states qcs are ran daily and are within range. Reporter states no treatment was provided based on meter result. A request was made for return of the suspect device, and a replacement was sent.